Event description:
Pt called lfs alleging that their meter would only prompt error 4. The error message may have been caused by a damaged test strip or improper testing techniques. Pt did not report any symptoms. Pt reported that they took insulin without knowning their blood glucose level. No adverse events or serious injury occurred. The pt reported obtaining the error 4 message again after re-testing. No medical care was sought from a health care professional. Pt did not have any other device to test with. The pt also reported that the meter casing was cracked or broken. Pt did not indicate how or where the casing was cracked or broken. The customer service rep walked pt through troubleshooting, however, the meter had to be replaced due to an unresolved error message and a broken or cracked casing.